Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was tube extenders with molding defects that could be used. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tubes were deformed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was tube extenders with molding defects that could be used. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tubes were deformed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cocked stopper was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper cocked. Bd was not able to identify a root cause for the indicated failure mode.